Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately 18 months ago. Aneurysm and vessel morphology from the time of implant are unk. It was reported that the pt presented approximately 1 month ago with a proximal type I endoleak, and a CT demonstrated that the stent graft was found to have migrated distally all the way into the aneurysm sac. It was noted that the aneurysm has grown size. There is iliac fixation bilaterally all the way to the hypogastric arteries. The pt's last follow-up was 5 months ago, and no migration was noted at the time. The graft migration was attributed to disease progression, which has resulted in an absence of an aortic neck. The physician elected to convert the pt to open repair. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Eval, results: graft migration, endoleak, conversion to open repair. Results/conclusions: disease progression and no aortic neck present.